Event description:
It was reported that the antisiphon device broke through the implanted valve's silicone housing. The antisiphon device was found to be detached from the valve and the entire device was explanted and replaced.